Event description:
It was reported that during an interventional procedure in a moderately calcified, concentric 90% stenosed and heavily tortuous distal circumflex artery, the mini trek rx 2.0 x 12 device was advanced to the lesion without any reported resistance, but ruptured on the second inflation of 14 atmospheres for 10 seconds. The device was removed from the patient anatomy without any reported resistance. A non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.